Event description:
(B)(4) the provider states the chair would stop after running for about 80 feet. Per (B)(4) in tech, the batteries were replaced a year ago. No additional information available 7857hf.